Event description:
Complainant alleged that while attempting to pace a patient, the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician arrived at the hosp and turned the patient over to hosp care to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.